Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysto/I started taking even more after my removal") and influenza like illness ("flu like symptoms") in a female patient who had essure inserted. Concomitant products included antidiarrhoeal microorganisms (probiotics). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and influenza like illness (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and influenza like illness outcome was unknown. The reporter considered influenza like illness and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: hysto. Most recent follow-up information incorporated above includes: on 2951250-2018-027022018: social media case. New event added- hysto. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto/I started taking even more after my removal'), anaphylactic reaction ('I am allergic to got anaphylaxis') and influenza like illness ('flu like symptoms') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included epinephrine (epipen) and probiotics nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced anaphylactic reaction (seriousness criterion medically significant), influenza like illness (seriousness criterion medically significant), post procedural swelling ("I had swelling from surgery"), abdominal distension ("I did get swelly belly") and food allergy ("I am allergic to nuts") and was found to have weight decreased ("I have event weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, anaphylactic reaction, influenza like illness, weight decreased, post procedural swelling, abdominal distension and food allergy outcome was unknown. The reporter considered abdominal distension, anaphylactic reaction, food allergy, influenza like illness, medical device removal, post procedural swelling and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: hysto,weight decreased, swelling, abdominal distension, food allergy, anaphylactic reaction." Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media document received. Events I am allergic to got anaphylaxis and I am allergic to nuts was added. Concomitant drug and reporter information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysto/I started taking even more after my removal") and influenza like illness ("flu like symptoms") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included antidiarrhoeal microorganisms (probiotics). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), influenza like illness (seriousness criterion medically significant), weight decreased ("I have event weight loss"), swelling ("I had swelling from surgery") and abdominal distension ("I did get swelly belly"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, influenza like illness, weight decreased, swelling and abdominal distension outcome was unknown. The reporter considered abdominal distension, influenza like illness, medical device removal, swelling and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: hysto, weight decreased, swelling, abdominal distension. Most recent follow-up information incorporated above includes: on 22-oct-2018: events: "I have event weight loss, I had swelling from surgery, I did get swelly belly" added from social media report. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto/I started taking even more after my removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included epinephrine (epipen) and probiotics nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced anaphylactic reaction ("I am allergic to got anaphylaxis"), influenza like illness ("flu like symptoms"), post procedural swelling ("I had swelling from surgery"), abdominal distension ("I did get swelly belly"), food allergy ("I am allergic to nuts"), fatigue ("fatigue/extremely tired") and insomnia ("insomnia") and was found to have weight decreased ("I have event weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, anaphylactic reaction, influenza like illness, weight decreased, post procedural swelling, abdominal distension, food allergy and fatigue outcome was unknown. The reporter considered abdominal distension, anaphylactic reaction, fatigue, food allergy, influenza like illness, insomnia, medical device removal, post procedural swelling and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto/I started taking even more after my removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included epinephrine (epipen) and probiotics nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced anaphylactic reaction ("I am allergic to got anaphylaxis"), influenza like illness ("flu like symptoms"), post procedural swelling ("I had swelling from surgery"), abdominal distension ("I did get swelly belly"), food allergy ("I am allergic to nuts"), fatigue ("fatigue/extremely tired") and insomnia ("insomnia") and was found to have weight decreased ("I have event weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, anaphylactic reaction, influenza like illness, weight decreased, post procedural swelling, abdominal distension, food allergy and fatigue outcome was unknown. The reporter considered abdominal distension, anaphylactic reaction, fatigue, food allergy, influenza like illness, insomnia, medical device removal, post procedural swelling and weight decreased to be related to essure. Most recent follow-up information incorporated above includes: on 25-feb-2020: content from social media received. Events fatigue/extremely tired and insomnia were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto/I started taking even more after my removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included epinephrine (epipen) and probiotics nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced anaphylactic reaction ("I am allergic to got anaphylaxis"), influenza like illness ("flu like symptoms"), post procedural swelling ("I had swelling from surgery"), abdominal distension ("I did get swelly belly"), food allergy ("I am allergic to nuts"), fatigue ("fatigue/extremely tired"), insomnia ("insomnia"), arthralgia ("hips and lower back pain every day"), back pain ("hips and lower back pain every day"), madarosis ("I lost my lashes almost completely with essure") and dry skin ("dry skin") and was found to have weight decreased ("I have event weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, anaphylactic reaction, influenza like illness, weight decreased, post procedural swelling, abdominal distension, food allergy, fatigue and dry skin outcome was unknown and the arthralgia and back pain had not resolved. The reporter considered abdominal distension, anaphylactic reaction, arthralgia, back pain, dry skin, fatigue, food allergy, influenza like illness, insomnia, madarosis, medical device removal, post procedural swelling and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new reporter and new event (hips and lower back pain every day) were added. On 23-mar-2020: social media received. Reporter information added. Event "I lost my lashes almost completely with essure" was added. On 23-mar-2020: sm received : events added- dry skin. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto/I started taking even more after my removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included epinephrine (epipen) and probiotics nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced anaphylactic reaction ("I am allergic to got anaphylaxis"), influenza like illness ("flu like symptoms"), post procedural swelling ("I had swelling from surgery"), abdominal distension ("I did get swelly belly"), food allergy ("I am allergic to nuts"), fatigue ("fatigue/extremely tired"), insomnia ("insomnia"), arthralgia ("hips and lower back pain every day"), back pain ("hips and lower back pain every day"), madarosis ("I lost my lashes almost completely with essure"), dry skin ("dry skin") and dizziness ("dizzy spells") and was found to have weight decreased ("I have event weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, anaphylactic reaction, influenza like illness, weight decreased, post procedural swelling, abdominal distension, food allergy, fatigue and dry skin outcome was unknown and the arthralgia and back pain had not resolved. The reporter considered abdominal distension, anaphylactic reaction, arthralgia, back pain, dizziness, dry skin, fatigue, food allergy, influenza like illness, insomnia, madarosis, medical device removal, post procedural swelling and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media,dizzy spells quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media content. Event added-dizzy spells. Reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.